Manufacturer narrative:
This is the final report.

Event description:
A report was received that pt was experiencing pocket site discomfort. A pocket revision was performed and the pocket site was moved to a more comfortable location. During the procedure, the physician also added two lead extensions. The pt is reportedly doing well.